Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown; however, the customer's blood glucose may have been low since she had to drink orange juice. Troubleshooting was declined for the low blood glucose. Troubleshooting was initiated for the motor error alarm. The customer could not verify possible damage to the drive support cap. The insulin pump was wore through an airport scanner and the insulin pump alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unable to perform functional testing due to motor error alarm anomaly. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.